Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy procedure on (B)(6) 2026, for treatment of a stomach bleed. During the procedure, the resolution 360 clip failed to deploy off the catheter. The procedure was completed with another of a different boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. The complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".